Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. The blood glucose level was displayed as "high," but no specific value was provided. The customer did not report any further actions to address the high glucose level and declined additional support. Cts provided instructions to use a precise method to press the button and suggested cleaning around it, but the issue persisted. Customer continued to use the pump for insulin therapy.